Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one patient. The result was not released the sample was repeated with negative results. The following data was provided: initial result = 147.0 repeat = <1.1 miu/ml repeated again = <1.1 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 07p51-21/-31, with 510k/PMA/bla number k170317.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 64516ud02. A review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Device history record review on lot 64516ud02 did not identify any nonconformances or deviations associated with lot and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 64516ud02 was identified.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one patient. The result was not released the sample was repeated with negative results. The following data was provided: initial result = 147.0 repeat = <1.1 miu/ml repeated again = <1.1 miu/ml no impact to patient management was reported.